Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant medical products: 5071, implantable pacing lead, implanted: (B)(6)2005; 4076, implantable pacing lead, implanted: (B)(6) 2004; 6721m, implantable tachy lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The device was explanted and replaced, but the lead remains in use. No patient complications have been reported as a result of this event.